Event description:
The fse observed that the spo2 readings was fluctuating from high to low readings. The device was not in use, this happened during evaluation of the device by the fse. There is no reported user/patient harm.

Manufacturer narrative:
The field service engineer(fse) replaced the spo2 probe to resolve the issue. The device passed functional tests and was returned to use at the customer's facility.